Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as: MFR # 2249697-2010-00818, MFR # 2249697-2010-00819, MFR # 2249697-2010-00820, MFR # 2249697-2010-00821, MFR # 2249697-2010-00823, MFR # 2249697-2010-00824, MFR # 2249697-2010-00825, MFR # 2249697-2010-00826.

Event description:
It was reported that "all these items, with the green handle, the green handle is disintegrating. (Almost like they are melting, rub hand on it the green comes off in your hand.) Rewashed and resterilized and it is still happening. Not sure if it is a processing issue. Autoclave goes to 270 degrees for 50 minutes and they use a steris cleaning agent. Several different trays, all in one load, washed and processed at the same time."